Event description:
The customer reported that the 12.5 diopter cc4204a collamer single piece lens was damaged during insertion. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection showed the lens was returned in liquid and a small tear by the haptic hole. (B)(4)